Event description:
During a laparoscopic hysterectomy, a ligasure was being used. During use, it was noticed that plastic was partially detached from tip. No plastic fell off the equipment, and it functioned as expected. It was removed from the sterile field and replaced, with no harm to the patient. Operating room material's management personnel returned the device for failure analysis.